Manufacturer narrative:
Product:nim4cm01, (B)(6) product analysis: analysis not confirmed the customer's complaint. The device has been received in good condition. No anomalies have been found. Software has to be updated. Version 1.5.4 is present. Product: nim4cpb1, (B)(6) product analysis: the customer's complaint has been confirmed. Channel 2 randomly loses connection. Afe board is faulty. One of the clips is broken. Batteries are older than 2 years. Side fuse decal is worn. One of the nylon washers is missing. Back enclosure is cracked. Outer shroud is worn. Software has to be updated. Version 1.5.4 is present. Previous codes, b21, c21 & d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device showed error code root 2. There was no patient impact in this event.